Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(4) need assistance on 8015 s/n (B)(4), he replaced the front case keypad and after replacing the front case, the device will not show any display at all. I suggested to verify cables and connector connections make sure is fully seated. Also, I suggested to verify the front case and lcd display by trying this front case and lcd display to a good known device and be able to confirmed that is not the front case or the lcd display. After confirming that front case and lcd display is good. The next thing to try is the power supply board or the logic board is possibly faulty.